Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The crimp measures approximately 0.032¿ x 0.046. Pitch cable breakage occurs when tensile load exceeds the ultimate strength the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. This failure is attributed to a component failure. As part of analysis, further inspection after removal of the instrument housing found a dislodged flush tube guide. This issue is unrelated and is indicative of mishandling and misuse. No images or videos were submitted for review. A review of the instrument log for the tenaculum forceps instrument (lot# k10211108-0042) associated with this event has been performed. The tenaculum forceps instrument was used in a procedure on (B)(6) 2022 with system (B)(4). This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument cable was damaged. Troubleshooting was performed by replacing the instrument to a backup. The surgeon continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) conducted a follow up and confirmed that no fragment fell into patient, no post-surgical complications occurred related to retaining a foreign object. No further action will be taken.